Event description:
The harmonic scalpel kept disconnecting from the power source and needing to re-pair with the power source when the surgeon was trying to use it. We got a new harmonic power source but it was still doing the same thing so we switch the hand piece and everything worked fine after that.